Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a premature partial stent deployment occurred. The physician was attempting to treat an 80% stenosed lesion located in the moderately tortuous iliac artery with a 6x24x135 wallstent. The physician attempted to insert the device into another manufacturer's introducer sheath, however, the wallstent became caught at the proximal section of the sheath, the stent deployed slightly. The device was removed and the procedure was completed with a different device. There were no reported patient complications. The pt status is listed as "good". Additional information has been requested and is not available.

Manufacturer narrative:
The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context, as device performance was limited due to anatomical/procedural factors. (B) (4).